Event description:
It was reported that the reamer head would not lock on to the reamer. Event occurred during a total hip replacement procedure before reaming. They switched the reamers and navigated using the axis guide. There was a delay of five minutes in the surgical procedure. There was no adverse consequences as a result of this event.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.